Manufacturer narrative:
H10 the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had a black display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device has a display that is black. The customer already placed an order for replacement lcd, but found that the lcd was upgraded to an nec 2nd gen. The customer needed a replacement cables to work with new lcd. The customer was provided with part numbers. Investigation ongoing / resolution pending.